Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was impacted. Customer reverted to using back up pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.